Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of event was 121 mg/dl. It was unknown that if customer was using auto mode feature at the time incident. Customer had to go to emergency room. The insulin delivery was suspended. The insulin pump will not be returned for analysis.

Event description:
Current case is for the (B)(6) 2021 incident. Customer's mother called. First visit was around (B)(6) 2021 where he woke up with high bg. Bg came down but then he started vomiting and he had to go to emergency room to get the bg down. The second time of high bg was at the end of april (sap has (B)(6) 2021 as the incident date). The third time was (B)(6) 2021. That was when the pump was suspended 37 times in 2 weeks. The fourth incident was on (B)(6) 2021. Caller also said sensor would not stay charged. It would only charge for half day then they would have to charge it again. Also, charger would not flash when transmitter is plugged in. It would lose connection. Caller said it was likely most if not all of these high bg incidents occurred while there was blood on the sensor. Blood was on the sensor connector. Caller said customer changes site every 2/3 days per IFU. Low setting was only set to alert and suspend on low was not set. During troubleshooting, transmitter was found to be working correctly. There was no led light on charger. Helpline advised that the charger might not be working. Displacement test passed. Helpline assisted with re-pairing transmitter. Helpline said issues likely might have been due to sensor and the inaccuracies. Customer would feel most comfortable replacing the pump. Please see case-2021-00346239 for the (B)(6) 2021 event, case-(B)(4). For the (B)(6) 2021 event, and case-(B)(4). For the (B)(6) 2021 event.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.